Manufacturer narrative:
In this report, section h - device problem code and component code has been updated.

Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges that the device does not warm up. A device was returned to a manufacturer/third-party service center. During the evaluation of the device, they found out that the complaint was confirmed, the pca burnt, ds2 heater plate not working, and ds2 ui bezel plus scratched ui panel. At this time, no further investigation can be performed. If any additional is received, a follow up report will be filed.